Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 393. Elevated bg was addressed with a correction bolus via pump and a supply change, which customer required assistance replacing supplies. A system check was performed, and it was found that the customer was using the cartridge and insulin beyond labeling. Customer acknowledged issues contributed to elevated bg.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.